Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited early elective replacement indicator (eri). The device was at middle-of-life 1 (mol) for 15 months, and the caller is upset that mol 2 does not seem to exist. The device has had 0% pacing and no shocks. The device has been implanted approximately 7 years.